Event description:
Note: this report pertains to one of three complaints that occurred during the same procedure. Refer to manufacturer report # 3005099803-2013-14970, 3005099803-2013-14971, and 3005099803-2013-14972 for the other associated device information. It was reported to boston scientific corporation that a rx ercp cannula was intended to be used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2013. According to the complainant, during the procedure they attempted to frontload a dreamwire into the channel of the cannula, however the guidewire ¿was getting stuck.¿ a second rx ercp cannula was used and the same issue occurred. A third rx ercp cannula was used and the attempt to frontload the guidewire into the cannula was unsuccessful. A different rx ercp cannula was used without the dreamwire, contrast was injected into the common bile duct and the procedure was successfully completed. Following the procedure the three cannulas were examined and there was a ¿gauze-like material¿ noted inside the guidewire channel of all three cannulas. The gauze-like material was near the entrance port of channel. It is unknown if the material was in that position initially or if it was pulled into that position when the wire was pulled back and removed from the cannula. There was no issue with the packaging, nor were the sterile barriers compromised. Additionally there was no issues noted with the dreamwire. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "okay."

Manufacturer narrative:
Device evaluation: visual evaluation of the returned device found white piece of foreign material was present in the guidewire channel, at the location of the flap near the distal end of the extrusion. A functional check found that a .035" guide wire could not be inserted though the length of the device, the white foreign material blocked the passage of the guide wire. No other issues were noted with the tome device. The white foreign material was inspected under a microscope and appeared fibrous, similar to gauze or a rough cotton material. The condition of the returned device was consistent with the complaint that a white foreign material hindered the guidewire advancement through the tome device; the complaint was confirmed. Review and analysis of all available information indicated the most probable root cause for this event was handling damage since the foreign material could be caused by handling of the device without patient contact either during the clinical procedure or unpacking/preparation. A review of the device history record (DHR) was performed; no anomalies were noted.

Event description:
Note: this report pertains to one of three complaints that occurred during the same procedure. Refer to manufacturer report # 3005099803-2013-14970, 3005099803-2013-14971, and 3005099803-2013-14972 for the other associated device information. It was reported to boston scientific corporation that a rx ercp cannula was intended to be used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2013. According to the complainant, during the procedure they attempted to frontload a dreamwire into the channel of the cannula, however the guidewire ¿was getting stuck.¿ a second rx ercp cannula was used and the same issue occurred. A third rx ercp cannula was used and the attempt to frontload the guidewire into the cannula was unsuccessful. A different rx ercp cannula was used without the dreamwire, contrast was injected into the common bile duct and the procedure was successfully completed. Following the procedure the three cannulas were examined and there was a ¿gauze-like material¿ noted inside the guidewire channel of all three cannulas. The gauze-like material was near the entrance port of channel. It is unknown if the material was in that position initially or if it was pulled into that position when the wire was pulled back and removed from the cannula. There was no issue with the packaging, nor were the sterile barriers compromised. Additionally there was no issues noted with the dreamwire. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "okay."

Manufacturer narrative:
Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.